Event description:
It has been reported to philips that the system would not boot up. The issue was found outside of clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and confirmed that the reported issue. Troubleshooting actions showed a problem with the flexvision pc. The fse replaced the flexvision pc and the hard disks, reinstalled the software and returned the system to use in good working order. The codes were updated based on the investigation outcome.